Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012174631); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-dilation was performed with a 24 millimeter (mm) balloon. Upon the first deployment attempt, the valve was noted to be too deep. The valve was fully recaptured. Upon the second deployment attempt, an infold was noted. The valve was fully recaptured and withdrawn. A new valve was loaded and successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: 3 fluoroscopic and 3 computed tomography (CT) images of the case and case preparation were provided for review. The patient summary was not provided for anatomical review. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including but not limited to, inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. A misload was not reported and cannot be determined from the provided imagery. An evolut valve frame infold was already well visible in the provided image in cusp overlap projection, which means that the infold already had formed during the first deployment attempt. In a subsequent image, captured in open-arch left anterior oblique (lao) projection, the infold was not very well visible. Another image of the second deployment attempt displayed a distinct infold on the valve¿s non-coronary cusp (ncc) side again. The CT images provided visualize the severe calcification of the patient¿s annulus. The likely root cause for the unnoticed first infold was the patient¿s heavily calcified aortic root anatomy. The second infold appeared after resheathing of the already infolded valve, during the second deployment attempt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.